Manufacturer narrative:
Upon further evaluation from reliability engineering, it was determined that the assignable root cause was determined to be due to improper maintenance. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a right tibial plateau leveling osteotomy on an animal, it was observed that the quick coupling device had bearings that sounded off, rotating, but not flush and causing overheating. It was reported that there were no delays in the surgical procedure. It was reported that the procedure was successfully completed with the same device. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the bearings sounds off, rotating but not flush and causing overheating. It was also noted that the guide for the coupling complete was loose, ball bearings were worn, clamps worn, unknown liquid on guide for coupling and unknown debris in the ball bearings. Therefore, the reported condition was confirmed. Since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.